Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an initial implant procedure, loss of pacing capture and loss of sensing were observed on the atrial lead. Lead was not implanted. Device was reprogrammed, and the procedure was completed without any adverse consequences to the patient. The patient is not scheduled for atrial lead implant. Patient¿s condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.